Event description:
The laser was used to treat a depressed scar over the nose. The scar was a result of a prior traumatic injury that may have included an embedded foreign object. The treated area developed full thickness thermal injury requiring medical intervention for wound care. The laser was evaluated and the energy output was found to be low, below specification.

Manufacturer narrative:
.